Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery. On the first inflation the 2.5x15mm quantum maverick balloon was inflated to fourteen atmospheres for about five seconds and ruptured. After implanting a 2.5x18 promus stent the balloon was replaced with a non bsc balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)